Event description:
The initial reporter stated that the pump was not infusing and did not alarm. Mmdg did follow up with the initial reporter, who stated that they had tried to make the pump alarm by pinching the tubing during a feeding, and that it would not alarm. They stated that the patient had multiple issues with her j-tube due to a faulty batch that was slowly leaking. They state while those j-tubes were in use with this pump that there was multiple times that it clogged. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances during the original build. When the pump was returned to mmdg for investigation, there was no indication that the complaint occurred as reported. During the investigation the pump pcb board had failed, which caused the load set alarm to fail. The pump was serviced to correct this issue.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was not infusing and did not alarm. Mmdg did follow up with the initial reporter, who stated that they had tried to make the pump alarm by pinching the tubing during a feeding, and that it would not alarm. They stated that the patient had multiple issues with her j-tube due to a faulty batch that was slowly leaking. They state while those j-tubes were in use with this pump that there was multiple times that it clogged. (B)(4).